Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00801803203 femoral head sterile product do not resterilize 12/14 taper lot# 61111807. Item# 00-9993-017-55 cone a body 46 x 55mm neck lot# 60852462. Item# 00-9981-150-32 porous stem 15.0 x 170mm bow lot# 60006254. Item# 00-6202-052-20 tm acet shell 52mm multi lot# 61091638. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent original left total hip arthroplasty approximately 13 years ago. Patient underwent a 3rd revision 11 years post original implantation due to complaints of chronic dislocation, elevated cobalt and chromium levels, pseudotumor/wear/corrosion. No further information available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated patient underwent revision due to recurrent dislocation with metallosis. Patient was also noted with pseudotumor and black fretting corrosion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.